Manufacturer narrative:
The customer¿s report of a channel disconnect was confirmed in the pcu event log and replicated during functional testing. The pcu event log showed that there were three channel disconnects that occurred on (B)(6) 2016. The first disconnect occurred at 2:27 pm and pump module s/n (B)(4) (unit a) and pump module s/n (B)(4) (unit b) were disconnected. The channel disconnect pop-up was confirmed and the infusions were reprogrammed and started after the devices were re-added to the system. The second disconnect occurred at 2:29 pm. Unit a and unit b were again disconnected. A third pump module was also disconnected, however it was idle at the time and was not infusing. The channel disconnect pop-up was confirmed and the infusions were resumed. The third disconnect occurred at 2:32 pm. Unit a and unit b were again disconnected. The channel disconnect pop-up was confirmed but the infusions were not reprogrammed. The report that ¿buttons¿ were not working and the pump would not turn on was not confirmed. The log shows that the user was able to confirm the channel disconnect pop-up after each disconnect and able to reprogram the disconnected devices after the first two disconnect events. The channel disconnect was replicated during testing with minimal movement of the devices. Devices to the left of the pcu were observed to disconnect with minimal movement. Pin 14 on the left (female) iui of the pcu was discolored. The root cause of the channel disconnects was identified as a contaminated/corroded iui.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the nurse entered room of a patient with a diagnosis of IV drug use and meningitis, who had been very agitated and required large doses of sedation to maintain ventilator compliance and decrease risks of baro/volutrauma, they found the "pump along with channels a and b reading channel disconnect" (the reference to "pump" is presumed to mean the pcu). The customer states that no one was in the room at the time, and nothing was physically done to the devices to interrupt the infusions. The propofol and versed infusions were found to be stopped, and the patient was becoming more agitated and "stacking" breaths on the ventilator, and their oxygen saturation had dropped from 100% to the low 90's. The nurse attempted to re-program the channels, however channel a (versed) would not re-start. The nurse was able to re-program channel b (propofol), however both channels a and b again displayed a disconnected message and the infusions stopped again. The nurse was not able to reprogram the channels; they removed the channels and re-attached them to confirm they were secure, however the "buttons" were not working per the primary nurse, and the pump was off and would not turn on. Reportedly the pump "spontaneously" turned back on, and the nurse was able to re-program the infusions, however following this the device again displayed a disconnected message and the pump turned off. No further information is available including whether any additional medical intervention was required. There is no report of lasting harm.